Manufacturer narrative:
Corrected information has been provided in section b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intra ocular implantation surgery (iol) surgery in an ophthalmic operating console it was observed that there was no flow. The patient harm was not reported. Additional information has been and none received till date..

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intra ocular implantation surgery (iol) surgery in an ophthalmic operating console was presented with poor aspiration in visco mode and no flow. The patient harm was not reported. Additional information has been and none received till date.

Manufacturer narrative:
The company representative was able to address the issue remotely. Therefore, the system was not tested on-site. Based on the information available, the customer reported event cannot be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.